Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq2226 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "midline stylet wire came unraveled while inserting in the arm. Completed all the step for the power midline placement. Line was in the vessel and the rn was removing the stylet. As she removed the stylet she noted the wire was continuing to come out. It had unraveled in the midline."

Event description:
It was reported "midline stylet wire came unraveled while inserting in the arm. Completed all the step for the power midline placement. Line was in the vessel and the rn was removing the stylet. As she removed the stylet she noted the wire was continuing to come out. It had unraveled in the midline."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged stylet wire was confirmed, but the cause could not be determined from the photograph that was provided for investigation. The photo showed a provena midline catheter. The t-lock extension set and the stylet had been removed from the catheter. The stylet core wire appeared to be completely removed from the t-lock extension set. The stylet coil wire appeared to be unraveled and stretched over the core wire and the unraveled coil wire passed through the t-lock extension set. Since the physical sample was not returned for investigation, the damaged area of the stylet could not be analyzed. While the exact cause of the reported event could not be determined, this type of damage can occur if the stylet is cut while trimming the catheter. The hang tag, which was still attached to the stylet, states, ¿warning ¿ do not cut stylet ¿ withdraw stylet before trimming catheter¿. H3 other text : evaluation findings are in section h.11.